Manufacturer narrative:
We will submit the follow up report as soon as we finish investigation.

Event description:
On (B)(6) 2014, lumbar puncture was conducted with (B)(6) years old boy. Suspicion: meningitis. During procedure, needle bent and it was difficult to remove the needle. The needle formed a bent angle about 120 degrees. As it was difficult to pull out the needle from the spinal canal, it is possible that damage of surrounding tissues have occurred.